Event description:
It was reported to boston scientific corporation that an truetome 44 was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2023. During the procedure, the device was inserted through the duodenoscope. Upon approaching the papilla, the wire was inserted through the biliary duct, and they inserted the tip of the tome. The generator was connected and while performing sphincterotomy, the cutting wire of the truetome 44 broke. It was reported that no part of the cutting wire detached and fell into the patient. The device was removed, and the procedure was completed with another of the same device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of cutting wire broken.